Event description:
Customer reported that two months ago he had unexplained low blood glucose and the paramedics where called to assist customer at home. The blood glucose reading was unknown when the paramedics arrived. Customer declined to go to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.